Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the motor cable being kinked was confirmed. The centrimag motor was returned for analysis and was evaluated. The motor returned following recalibration at (B)(4). Kinking on the motor cable near the motor housing was observed. The motor was subsequently scrapped. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag motor cable was returned due to reported kinking on the motor cable that is not repairable. Motor cable is associated with safety notice z-0103-2019. No additional information provided.